Event description:
Hcp reported the patient had an implantable infusion pump. The patient presented at the physician office for a refill and hcp noted fluid around the pump. The fluid tested positive for glucose "indicating it was cerebrospinal fluid". A few days prior to this event the patient complainted of flu like sysmptoms with abdominal and general discomfort. The patient was given oral analgesic and the physician did surgical exploration of the area. The physician observed a broken catheter. The catheter was explanted and returned to the MFR for analysis. The physician intends to allow the patient time to heal and then go back in and replace the catheter. The pt did experience post spinal headaches for a few days.